Manufacturer narrative:
(B)(4). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the right ventricular (rv) lead was capped due to oversensing with pacing inhibition. No asystole was noted. There was also noise on the rv lead, but no anti-tachycardia pacing (atp) or shock therapy was delivered. The lead was replaced. No additional adverse patient effects were reported.